Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device automatically ¿change of amplitude without changing position.¿ it was reported that reprogramming was done. It was stated that the implantable neurostimulator (ins) changed the amplitude settings in upright position without position change of the patient. It was reported that the patient suddenly felt stronger stimulation, took the patient programmer and saw that the amplitude was increased. It was reported that the position had not been changed, and the patient programmer did not show position change. It was reported that the patient felt stronger stimulation.